Manufacturer narrative:
Concomitant product: product ID 8590-1, lot # n146651, implanted: (B)(6) 2008, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported there was a volume discrepancy. The actual residual volume (arv) was 0ml and the expected residual volume (erv) was 5.4ml. There was no history of volume discrepancy or over infusion that the manufacturing representative knew about until the day of the report. They had planned to replace the pump in (B)(6) as it was nearing elective replacement indicator (eri). It was noted that a couple days prior to the report, the patient¿s back was hurting and she was not getting relief like she was before. Additional information received reported the patient did have their pump filled. An x-ray was done to troubleshoot the cause. It was noted that the patient had not recovered and that the symptoms/ issue was ongoing. The pump was infusing fentanyl. A follow-up report will be submitted if more information becomes available.